Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the foreign body could not be identified. However, the reprocess deviated from the instruction manual, so there is a possibility that foreign matter remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling: such events can be detected and prevented according to the following ifus: instruction manual gif-1200n operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object came out of nozzle. There were no reports of patient involvement.